Event description:
It was reported that the customer was hospitalized for dka. The nurse called back and stated that she was unable to get the pump to download. Also it was indicated that the pump had an alarm after the batteries were changed. The contact wants the pump disconnected because the customer as admitted frequently in the hosptial. A replacement pump was sent.